Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and he customer experienced low blood glucose. It was stated that the act button would not respond. The blood glucose at the time of the incident was 43 mg/dl. The customer was driving at the time and treated with food and glucose tablets. No significant events leading to the keypad issue were recalled. The customer declined to troubleshoot for low blood glucose. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.